Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn), called into technical support requesting field evaluation on the device after a patient "went into cardiac arrest" during his hemodialysis treatment. His blood was returned, CPR was performed and the patient was transported to the emergency room. Follow up w/the rn indicated this patient was being dialyzed on the k@home at his nursing home. He was admitted there as a result of a cerebral bleed due to a motor vehicle accident. She stated he was under more or less "end of life" care. Prior to his treatment on the date of event, her assessment did not show anything unusual. His treatment time was ordered to be three hours. Approximately 1.5 hours into treatment, he became unresponsive w/no breathing or heartbeat. Up to this point, there were no unusual events or indications of impending cardiac issues. There were no unusual device alarms or product malfunctions nor were any alleged. He expired on (B)(6) 2015.

Manufacturer narrative:
A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. Fresenius products were not in use. Confirmation of this info was received during a f/u conversation with the acute dialysis nurse who reported the use of gambro products. Finished product testing of the lot retain, yields results that met spec and applicable release criteria. Through this investigation, the MFR cannot confirm the product complaint as reviewed records shows no evidence of a mfg problem that could substantiate a causal relationship between the concentrate product and this serious event, bibags are manufactured to meet aami requirements using validated processes and released based on a determination that finished product met the applicable requirements. Medical records were received and the results of the clinical investigation reveal the following: on (B)(6) 2015, approx 1.5 hours into a 3 hour hd treatment, the pt became unresponsive, went into cardiopulmonary arrest, cardiopulmonary resuscitation was administered, the pt was re-infused with all of his blood returned to him, and was transported to an emergency department and admitted to a hospital. On (B)(6) 2015, the pt expired. The received medical record does not contain dialysis treatment records, progress notes, physician orders, or medication records from the event or outcome dates. Lab data from (B)(6) 2015 showed bicarbonate 32 result. The received medical records did not contain a death certificate or an autopsy report. There is no documentation in the medical record supporting a possible association between the saline solutions, hemodialysis machine, extracorporeal circuit, dialyzer, acid bath, bicarbonate bag, and the event of cardiopulmonary arrest.

Event description:
Hemodialysis orders - dialysate: 3k+ 2.5ca+ acid bath; machine sodium; 140; machine bicarb 35; dialysate flow rate: 600; blood flow rate 400; dialyzer: f180nr. Sodium modeling: no; treatment time: 3 hours.